Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-sep-2025, it was reported that a beta bionics ilet user experienced elevated blood glucose with a peak value of 230 mg/dl after skipping the fill tubing step during a supply change. The user completed the fill tubing and cannula process with assistance and resumed insulin delivery. No outside medical intervention was required.